Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite found ventilator not ventilating, not building pressure and o2 (oxygen) sensor error. As a resolution, o2 cell was replaced. Found tubing disconnected in unit on turbine transducer. Recommend replacing internal tubings during next pm (preventive maintenance). Performed uvt (user verification procedure)/ovt (operation verification procedure). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator is not producing pressure. The customer confirmed that there is no patient involvement associated with this reported event.